Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level (bg) was 500mg/dl and a manual injection was administered to address the bg level. During a pump system check, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been performed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned and no failure was verified regarding the load fill estimate issue.